Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed three similar incidents for the reported balloon rupture. The investigation determined that the reported balloon rupture was likely due to case related circumstances. It is likely that the balloon interacted with the lesion calcification causing damage to the outer surface of the balloon material which subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a target lesion in the heavily calcified superficial femoral artery. Atherectomy was performed and then the armada 18 dilatation catheter was advanced to the target lesion. The dilatation catheter balloon was inflated, but ruptured on the first inflation at less than rated burst pressure, around 8 atmospheres. There was no difficulty noted removing the device and no adverse patient effect. A second armada 18 was used without issue. No additional information was provided.